Manufacturer narrative:
Explant due to regurgitation was reported. The investigation found that all three cusps were torn and had marked thinning and loss of collagen. Fibrous pannus ingrowth was seen on the outflow surface of cusps 2 and 3. There was no inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.

Event description:
It was reported that on (B)(6) 2012, a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. In (B)(6) 2021, the patient reported dyspnea while walking and regurgitation was exacerbated up to grade 4. On (B)(6) 2021, the valve was explanted. Upon explant, a leaflet tear was observed at one stent post. A new non-abbott device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2012, a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. On (B)(6) 2021, the valve was explanted. A new unknown sized, unknown manufacturer device was implanted. The patient status was reported as unknown. Additional information has been requested and is pending.